Event description:
Lv lead alert was confirmed via remote monitoring. Lead impedance was over 3000 ohm and noise was confirmed on holter via remote monitoring. Lead was explanted.

Manufacturer narrative:
Combination product: yes.-